Event description:
The facility reported an infusion pump with failure code 570:320:844:0000. The event was reported to have occurred after use; no patient involved. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.